Event description:
It was reported a 6f angio-seal was used to close the femoral artery after a patient had a percutaneous coronary intervention (pci) procedure. The stick was normal in a non-diseased common femoral artery. A femoral angiogram was taking prior to deploying and nothing abnormal was noticed. While pulling the device back to the green mark on suture, the device and anchor pulled through the artery. Bleeding was controlled by manual compression and the patient was taken to recovery where they started to bleed. The bleeding could not be controlled, so the pt was transported to another hospital for surgical repair of the artery. Add'l info revealed that a CT scan was performed to diagnose the artery dissection procedure. The patient was reported to be recovering after surgery.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state that if the angio-seal device does not anchor in the artery due to improper orientation of the anchor or patient vascular anatomy, absorbable components and delivery system should be withdrawn from the patient. Hemostasis can then be achieved by applying manual pressure.